Event description:
During right shoulder arthroscopy the customer reported a pt burn on it. Flank around the perimeter of the area of the pad placement. It was noticed in o.r. After drapes were removed; using the vulcan generator and 90 degree probe along with the conmed pad. Pad was put on the pt after positioning; beach chair position. The probe was discarded and the customer does not know which 90 degree probe was used. It was further stated by rn that the pad used was a split pad but unknown what the dimensions were.